Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the diapason rod was confirmed to be a rod disengagement from the screws. The event was confirmed through xrays and the stryker rep. Furthermore xrays showed a construct that appeared to use a shorter than required rod. Manufacturing files were reviewed and no anomalies were reported. Conclusion: the likely cause of rod disengagement is insufficient final tightening of the blockers during implantation and/or insufficient length of rod passing through the screw tulip.

Event description:
It was reported on (B)(6) 2014, the revision surgery was performed and the rod was extracted.

Event description:
It was reported on (B)(6) 2014, the revision surgery was performed and the rod was extracted.